Manufacturer narrative:
Concomitant: product ID 37761, serial# (B)(4), product type recharger, product ID 37791, product type recharger, product ID 3550-39, lot# n308150, implanted: 2011-(B)(6), product type accessory. Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the implantable neurostimulator recharger (insr) was not charging. It was stated that the caller saw an icon ¿of a physician¿. It was stated that they tried charging this morning and it wasn¿t working. It was stated that while attempting to charge, it was discovered that the connector pin was broken off and stuck in the insr. Additional information received reported that the patient would be in pain if she didn¿t have the recharger soon. It was stated that the anomaly occurred through product use. No patient harm reported. Additional information received reported that a patient saw a ¿call your doctor¿ icon with a 376 antenna test-temp failure error code. It was stated that the patient saw this icon on her insr (recharger) off and on for the past couple weeks. It was stated that the last time the patient felt stimulation was monday (B)(6) 2014.

Manufacturer narrative:
Analysis of the desktop charger (serial # (B)(4)) found that the device had a broken connector pin. (B)(4).

Event description:
Additional information received one month later reported the patient did not have concerns with the device or therapy. The patient received assistance from the physician or manufacturer representative and their concerns were resolved.